Event description:
Customer reported:nebulizer failed to produce humidity several times now in various areas of hospital....one occurence saw a code 25 called due to patient distress......facility has had on-going problems and concerns, and has classified this as "severe".     Raqa comment: formal hospital report will follow in a separate e-mail. Product pulled and replaced. Patient's equipment (all patients receiving humidity therapy is now checked and replaced every 4-6 hours and extra if nursing discovers malfunction as needed. Additional information received on (B)(6) 2013 from customer: code 25 is a medical emergency, in this case respiratory distress, due to a partial obstructed airway. Patient was short of breath, followed by de saturation into the 70s. At the time, the patient¿s inner cannula was removed and patient was suctioned x3 for thick sticky chunky secretions. And hand ventilated with 100% for a few breaths. When the rt went to put the patient back on their nebulizer with trach mask, the rt noticed that the device was not misting. The device was replaced and the patient was monitored with increased vitals for a period of time. My professional concern with the nebulizer failure is: nebulizers are used to provide humidity to patients that have their anatomical upper airway bypassed (tracheostomy patients). When the device fails, the issue is not just that there is ¿lack of extra humidity¿ but now instead of inhaling room air with some degree of relative humidity, we are now subjecting the patient to super dry gas (medical oxygen has 0% humidity) causing accelerated drying of secretions. The issue I am finding with these devices, is that they are not always failing during the initial set ¿up, but within 48 hours of the initial set up, at an undetermined time. Because the failure time / rate is so random, we need to intervene to advocate for patient safety we are currently checking on patients a few times a shift, but this is labor intensive and we have limited staff on the wards, and this is posing stress on the rt department. We have asked nursing to report to respiratory anytime they feel that the nebulizer is not working properly. We are changing the devices more often than normal, due to failures of the devices (which is an undue increase in cost to our department. We have changed all of our more critical patients to ¿opti-flow¿ devices which provide increased levels of heated humidity for safety reasons, but only have a limited resource of these devices due to their cost.

Manufacturer narrative:
(B)(4). Sample was not available. Upon, carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
Cfn-2013-4169 investigation summary: unfortunately, no samples were returned for evaluation. The internal production records for the lot reported was evaluated for any issues related with this report and no issues were observed. The product was manufactured, inspected and released in accordance with our internal procedures. Based on the investigation, the most probable cause for the issue reported is due to a defective component of the nebulizer where the ID of the siphon jet hole is out of specification due to a damage/broken pin during the molding process. To prevent future occurrences the following actions have been implemented: preventive maintenance on the molding equipment has been enacted. A functional (nebulized) sampling test is being performed by quality personnel to product code 002002. Carefusion will continue to monitor and trend this issue.